Event description:
During laparoscopic gastric bypass procedure, the devices delivered incomplete staple lines. A new box of reloads were opened and the device fired okay. There were no adverse consequences to the patient.